Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a day of life (dol) two a premature infant with acute abdomen (distention, discoloration, hypotension and new aki) was transferred to their facility on (B)(6) 2021, with an unknown sized umbilical vessel catheter placed by the previous facility. It is unknown what facility the baby was transferred from. An xray on arrival was concerning for free fluid in the abdomen in the setting of a low lying uvc. There was a history of multiple uvc replacements by the previous facility but there are no further details available regarding those replacements. The low lying uvc was removed on arrival and replaced with a 3.5 single lumen low lying uvc that same day. The area was cleaned with chg and completely dried per standard practice prior to placement. There was no difficulty with placement or securement documented. The uvc was secured by tape bridge and was used for continuous use. The line was flushed with a syringe pump. It is unknown if the device was clamped at any time. Surgery placed a drain on (B)(6) 2021, which returned approximately 35 ml of what appeared to be tpn/il with immediate decompression. Fluid analysis was consistent with tpn/il. It is unknown if this fluid was associated with the unknown sized uvc placed by the previous facility or the cardinal health 3.5 uvc. The umbilicus vein was found to be ruptured on (B)(6) 2021, and the uvc was removed when tpn was found to be in the patient's belly. The uvc was not replaced after the rupture. The baby is currently still in the nicu and is doing fine. No further information is available.